Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the passive planar probe was brought into the field the navigation system recognized the instrument as a tracker and would bring up the calibration prompt. The site claimed this occurred with both the passive planar probe and the scope probe. It was also reported that the issue had occurred on two other navigation systems at this account. It was unknown if there was a patient present for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the reported issue would still occur on occasion. The issue would occur with the following instruments: passive planar orange tracker, the silver tracker, the black tracker, the navigus probe, and the scope probe.